Manufacturer narrative:
Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, when the valve was released from the delivery catheter system (dcs), the valve dislodged. Subsequently, a second dcs was used to successfully implant a second valve. No additional adverse patient effects were reported.